Event description:
It was reported that during use with bd vacutainer® k2e 3.6mg plus blood collection tubes the tube under filled. There was no report of patient impact. The following information was provided by the initial reporter: "one of the testing sites is claiming that there is a vacuum issue with the below item and lot number. Is this something that is common or has occurred with this tube?".

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® k2e 3.6mg plus blood collection tubes the tube under filled. There was no report of patient impact. The following information was provided by the initial reporter: "one of the testing sites is claiming that there is a vacuum issue with the below item and lot number. Is this something that is common or has occurred with this tube?".